Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a consumer that the ski needle fell off the lead rather easily after being removed from packaging before going into the patient. The operating room set the needle aside and used another one. No further complications were reported/anticipated.